Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the screen was completely black and unable to turn it on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the screen was completely black and unable to turn it on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was completely black and unable to turn on. A field service engineer found that the station blank with no drawer power and removed auxiliary cabinets and identified a bad board in drawer 3-2 causing the issue. Fse replaced the controller and cubie board for drawer 3. Station powered on, drawer configured, and pharmacy inventory completed. The system functioned as intended after the field service engineer repaired the device.